Manufacturer narrative:
Additional information: d9, h3, h6, h10. The device was received for evaluation. Visual inspection identified an embedded particulate matter (pm) on the cassette (sheeting). The sample was functionally tested (under water pressure test, self-test and priming) with no issues noted. The reported condition was verified; however, the pm size met manufacturing specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was discovered on a homechoice cassette. The pm was further described as "black spot¿; however, the customer could not determine if the pm was within the cassette or outside the cassette sheeting. This was observed before use for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.